Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the medication was not showing up in station. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that the medications were not showing up in pyxis for the end user, even though they had been loaded. A technical support specialist (tss) had dialed into the station and did not discover any drawer failure errors. Then, tss connected to the server and verified that the medication biotene 15ml had an l status in pocket. The medication was assigned to a non-controlled security group, and the user role registered nurse had the necessary permission to remove non-controlled medications. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the medication was not showing up in station. The customer reported that the user was unable to remove the medication for the patient due to the malfunction and the resulting delay in dispensing medication. There were no adverse events or injuries reported due to this event.